Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred (cartridge alarm 6 and cartridge alarm 5) with multiple cartridges during the load process. The customer&#38112;blood glucose level was not impacted. Reportedly, the customer discarded the cartridges. It was indicated that the customer had manual injections available as alternate insulin therapy. During additional training with tandem clinical diabetes sales specialist, the customer was able to complete the load process.